Event description:
Subsequent to the initial medwatch filing, additional information reported that the guide wire did not separate, but that pieces were sheared off. The device analysis confirmed that there were no pieces missing, but that the tip was stretched. The account confirmed that the correct device was received. No additional information was provided.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the left anterior descending artery. The bmw universal ii guide wire was advanced; however, resistance was noted with the guiding catheter, and the guide wire was removed before exiting the guiding catheter. During removal, resistance was noted again and the proximal part of the guide wire separated outside the patient anatomy. A new guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guiding catheter was unable to be confirmed; however, the tip coils were noted to be stretched, which is likely what was meant by the account as the guide wire sheared off. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.